Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification with segments missing. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release was contaminated, the battery contacts were compressed, one side bail was missing and the ring was bent.

Event description:
It was reported the lower half of the lcd display was out of order. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.